Manufacturer narrative:
Manufacturing review: the returned device was not a snf or any other type of bard filter. Visual evaluation: the clot/tissue and largest portion of the returned device measured approximately 1.8cm in length. X-ray images of the wire fragments and largest portion of the returned filter show a retrieval hook and a geometry inconsistent with a snf filter. The returned device was not a snf or any other type of bard filter. Dimensional evaluation: wire od = 0.008 in which is not consistent with the 0.014" wire used to manufacture a snf filter. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: x-ray images of the wire fragments and largest portion of the returned filter show a retrieval hook and a geometry inconsistent with a snf filter. Conclusion: several wire fragments were returned. The returned device was not a snf or any other type of bard filter. The device appears to be a gunther basket filter. Labeling review: the returned device was not a snf or any other type of bard filter. Device available for evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Bard did not manufacture the device reported in this medwatch. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 15 years post vena cava filter deployment, patient presented with ivc occlusion. Allegedly, open surgical intervention was required to retrieve the filter. The surgeon stated he believed the filter was deployed upside down. No additional information is received, patient status is currently unknown.